Event description:
It was reported that the customer powered on the console ahead of the scheduled high-risk preventive console inspection (hrpci) and the display showed a persistent blue screen with the message "system self check failed. Change console immediately". There was no patient involvement.

Manufacturer narrative:
E1. Initial reporter first and last name is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) & d4 (primary UDI number) has been updated. D9 (date device returned to manufacturer) has been added. H3 ( device evaluated by manufacturer?) Has been updated, due to physical product has been returned and the pi was completed. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.